Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working and the battery went dead. The customer experienced high blood glucose levels of 20.9 mmol/l. The customer alleged that the insulin pump was under delivering. The insulin pump did not receive low battery alarm. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08745 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. No unexpected battery power loss noted during testing.